Manufacturer narrative:
Details of complaint: the customer reported that this gz transmitter keeps rebooting intermittently. The customer wanted to send in the unit to be repaired; however, technical support (ts) informed the customer that nk does not do repairs on these units. Ts informed the customer that they could do a flat rate exchange. There was no patient injury reported. Investigation summary: we were unable to confirm the reported issue. Three gfes were sent to the customer to return the defective unit; however, the customer has been unresponsive on sending the unit back. As such, a definitive root cause could not be determined. UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from gz-130pa-gz-130p. D4 additional device information / model #: corrected the model # from gz-130pa-gz-130p. D4 additional device information / catalog #: corrected the catalog # from gz-130pa-gz-130p. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that this gz transmitter keeps rebooting intermittently. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this gz transmitter keeps rebooting intermittently. The customer wanted to send in the unit to be repaired; however, technical support (ts) informed the customer that nk does not do repairs on these units. Ts informed the customer that they could do a flat rate exchange. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10 attempt # 1: 07/02/2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 07/10/2024 emailed the customer via microsoft outlook for device information: the customer replied by stating; I don't have any other information.

Event description:
The customer reported that this gz transmitter keeps rebooting intermittently. There was no patient injury reported.